Event description:
It was reported that the lead alert triggered due to high impedances on the right ventricular (rv) lead, and when observed in the clinic the impedances were fluctuating between high and baseline. The lead exhibited a fractured coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defib conductor was noted to have fractured and appeared distorted. Blood/body fluid was found on the outer tubing overlay, which also was melted and breached cut. The outer insulation exhibited a cosmetic depression, and the inner tubing was kinked/buckled. Tissue was found on the helix.